Manufacturer narrative:
This device has not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device was explanted for an unknown reason. Several attempts to obtain additional information have been unsuccessful. If additional information becomes available, a updated report will be submitted.